Event description:
During evaluation of a returned spectrum infusion pump, the #7 key on the keypad was not working. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device it was found that the #7 key on the keypad is not working while other keypad keys are functional. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.